Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-nov-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 28-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that they were obtaining an x-ray for a study, and it was discovered that one of the patient¿s leads had migrated down one vertebral body. The rep stated that no symptoms or issues with stimulation were reported by the patient. The patient noted that they had been lifting up to 60 pounds at a time at their job. It was noted that impedances were all within normal limits. The rep stated that after the patent exits the study parameters, they will be programmed to comfort. The issue was resolved at the time of the report. No further complications or patient symptoms were reported or anticipated.